Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
New information received notes bpa explant. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient did not report any symptoms and was doing well post implant.